Manufacturer narrative:
Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. The visual inspection of the pump identified the pitting on the lens cover. Review of device history log identified 32 no disposable alarms. Simulated use testing was able to replicate the error without a disposable attached. The pump did alarm with a double beep upon power up without a disposable attached. The customer stated issue was able to be duplicated. The downstream sensor was replaced to address the issue. Problem source could not be identified.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave emitted "double beep" sound with no cassette. It was also stated that the pump had screen damage. No adverse effects reported.